Manufacturer narrative:
(B)(4).

Event description:
It was intended to use a euphora rx balloon dilatation catheter to pre-dilate a mildly tortuosity, severely calcified lesion in the mid lad. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Some resistance was noted when advancing the device to the lesion, no excessive force was used. It was reported that there was a sudden drop in pressure noted on the inflation device, the balloon ruptured at 8 atm's on the first inflation at approximately 60 seconds. A vessel dissection also occurred. A second 3.0 x 12 euphora balloon was inflated successfully at 10 atm's for 45 seconds. Multiple attempts were made to place a stent to cover the dissection. Ultimately a 3.0 x 9 resolute stent was successfully placed to cover the dissection. Patient is fine with no further adverse effects reported.

Manufacturer narrative:
Evaluation summary: the distal tip was flared . The presence of blood in the balloon and inflation lumen indicated the presence of a leak. Negative prep did not detect a leak due to the residue in the inflation lumen. On removal from the waterbath negative prep was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. On pressurization of the device a leak was detected on the working length of the balloon . A short radial tear was visible distal to the proximal inner shaft marker on the body of the balloon. The balloon material was jagged and uneven along the tear sit image review: the returned images failed to confirm the balloon leak or dissection. The images confirm evidence of calcification of the lad vessel device codes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.